Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted. The reported event of helix could not extend was confirmed due to the helix being clogged with blood and the inner coil was severely over-torqued. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of helix could not extend was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. The reported event of unacceptable threshold was not confirmed. Electrical testing performed found an indication of an internal short due to the inner coil shorted against the inside of the connector ring caused by overtorque of the inner coil.

Event description:
During an implant procedure, high threshold capture that resulted in a loss of capture was noted on the right ventricular (rv) lead. The lead was repositioned several times with no resolution. During the final positioning attempt, the helix was unable to extend and retract. The rv lead was explanted and replaced and the patient was stable.